Event description:
On march 2, 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra test strips were not drawing in the sample. The medical surveillance specialist (mss) spoke with the patient on march 1, 2009 and obtained the following information. The patient reported that the alleged issue began on the morning of the previous month, when he attempted to test with a new vial of test strips. The patient confirmed he was obtaining an "ER 5" message instead of a blood glucose reading on his onetouch ultra meter when he realized the strip was not drawing the sample correctly. As a result of the issue, the patient denied making any changes to his diet or activity level. The patient reported that he manages his diabetes with diet and exercise. Approximately 3 hours after the alleged issue began, the patient claimed he began to feel shaky. The patient reported that he treated himself with food and/or drink at the time the symptom began and felt better afterward. The patient stated that at the time of troubleshooting with lfs, he was able to test successfully using a different vial of test strips. The issue remained unresolved with the reported product. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.